Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during maintenance by the customer, the cardiosave intra-aortic balloon pump (iabp) safety disks not passing leak test, there was no patient involved.

Manufacturer narrative:
Additional contact information:(B)(6). A getinge field service engineer fse was dispatched to the site to evaluate the unit. He states that the safety disks were provided to me as "new" but failed the leak test during their maintenance. They are asking for a credit for these 2 safety disks. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing department could not verify the failure of leak tests. Both safety disks passed testing. The final investigation has been completed by failure analysis and testing department. Retaining the safety disks in the failure analysis and testing department per procedure.